Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had a "terrible wound" in the back of her spine when the catheter was put in. It was noted that it "fell apart" and looked infected. The doctor did not cover the patient with antibiotics. Additionally, the doctor spent 45 minutes at surgery trying to push the catheter in at implant and caused meningeal irritation following the implant. It was stated that a device manufacturer representative (rep) was present at the implant, however it was unknown if the rep was made aware of the implant difficulties. It was noted that the patient was a nurse and the doctor was known for complications with infections, but he denies it. The device system was explanted in the "middle of (B)(6) 2016" on a (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The patient's allergy history includes codeine derivatives. The patient's social history includes current work status, no military history, non-smoker/no tobacco use (never smoker), lives alone, the home structure is one story, non-drinker/no alcohol use. The patient's medications, which all started (B)(6) 2016, include ms contin (15 mg tablet ER), ms contin (60 mg tablet ER), norco (10-325 mg tablet), ambien (10 mg tablet), celebrex (200 mg capsule), sumatriptan succinate (50 mg tablet), and cyclobenzaprine hcl (5 mg tablet). Zanaflex (2 mg capsule) was taken starting (B)(6) 2015, but was not indicated as being continued after the office visit on (B)(6) 2016. The prescription pattern in subsequent visits was to reduce the dosage of norco from 6 tablets per day to 4 tablets per day. The next recommendation was to begin decreasing another medication at the subsequent visits; however the patient has been somewhat hesitant to this. The patient would like to continue at large doses of frequent opioid medications despite the healthcare provider explaining to her that this is unsafe. The effectiveness of the pump, the explantation, and the need for oral medications has been an ongoing thing in the patient's visits on (B)(6) 2016. At no time was there any suspicion of meningeal irritation due to issues with implanting the catheter. There was never a suspicion of any complications from the procedure. The surgery itself was a complete success; the wounds healed very well without any problems and the patient received very good therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.